Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: (B)(4). Model: db-4600c batch: 26656776.

Event description:
It was reported that both of the patient's burr hole incisions were not healing properly. The patient underwent a skin graft in which abdominal skin was grafted onto the patient's head. The patient is doing well post-operatively.